Manufacturer narrative:
Additioanal information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices) b5-the reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -8.00/1.0/087 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2019. Refractive change over time was reported. On (B)(6) 2023 the lens was removed and replaced for a same size lens but different power and the problem was resolved. Cause of the event is unknown. D6b- (B)(6) 2023. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -8.00/1.0/087 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)v2019. Refractive change over time was reported. Lens remains implanted. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).